Manufacturer narrative:
Device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis with the following findings: on january 24, 2012, the meter was tested and no faults were found. The test strips involved with this complaint has also been returned; however, testing was not performed since the product was expired at the time of the complaint. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lifescan (lfs) (B)(4) on (B)(6) 2012 alleging inaccurate high readings on her one touch ultra easy meter. A medical surveillance specialist (mss) sent follow up questions and obtained the following information. She mentioned that on (B)(6) 2012 at 7:00am, she tested her blood glucose and obtained a 24 mmol/l and took 54 units of humalog. She tested her blood sugar at 11:00 am and got a high result of 22mmol and took 50 units of humalog insulin. At 12:00pm, became developed symptoms of hypoglycemia and lost consciousness for about 12 minutes and her lips were blue. Her husband treated her with 2 sachets of gluco gel and 30 minutes later, she started to feel more alert and recovered over the next hour. Her sister tested her blood on the patient's meter and obtained a result of 24 mmol/l and tested on her own ultra 2 meter and obtained a 12 mmol/l. The patient did not seek any further medical attention or contact their physician for assistance. While troubleshooting, it was noted that the patient's test strips are 18 months out of date and are expired. The technique of applying blood on the test strip was correct. The product was replaced and requested back. The complaint is being reported since the patient alleged that due to the alleged high reading, she took insulin and later developed symptoms suggestive of a serious injury and had to be treated with gluco gel.